Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported right ventricular (rv) failure, hemorrhagic shock, and subsequent patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. An autopsy was not performed and hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, bleeding, and death as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to right ventricular (rv) failure and hemorrhagic shock. The patient underwent a surgical pump exchanged from the jarvick 2000 to a heartmate 3 (hm3). During this surgery, the patient developed hemorrhagic shock and rv failure was detected. Right heart failure was not present prior to implant. The previous device had been adhered to the right ventricular wall and the wall needed to be patched up during surgery. The hm3 had operated as expected and the outcome was not considered device or therapy related. An autopsy was not performed, the device was not explanted and will not return for evaluation.